Manufacturer narrative:
Findings: unable to prime during prime test and motor error alarm during basic occlusion test due to faulty sensor resistor. Motor passed motor test. Pump received with minor scratched display window. Unit received cracked case at display window corner. Pump received with cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 400 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer mentioned that they are on new medication caused by stress due to a heart attack. The customer has been experiencing several motor alarms that were cleared. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.